Event description:
It was reported that during an implant procedure involving this pacemaker on the left side of the body, the patient developed a pneumothorax. A chest drain was used and subsequently removed once the patient recovered from the pneumothorax. The pacemaker was later implanted on right side of the patient and remains in service. No additional adverse patient effects were reported.